Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check prior to a scheduled generator exchange, it was noted that the right atrial (ra) lead exhibited noise. The lead was explanted and replaced during the generator exchange. The patient was asymptomatic to the event.